Event description:
The customer reported that an erroneous magnesium (mg) result for one single patient sample was generated on a unicel dxc 600 synchron system. The erroneous result was reported out of the laboratory and the doctor questioned the result. The initial result was repeated and a different result was generated that was considered correct and valid. The customer indicated that because of the initial erroneous result, patient treatment was delayed. However there is no evidence that medical intervention was required. Additionally, delay in treatment associated with the magnesium analyte does not have the potential to cause permanent impairment. The customer did not indicate that there was a serious injury or death due to this delay in treatment. Instrument glucose, cholesterol, tobramycin, and transferrin calibration failures occurred during the time period of event. No specific patient information, sample handling or preparation information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) replaced a leaking t-valve and cleaned the reaction wheel trough. The fse also removed and cleaned the exterior of 125 cuvettes. The fse replaced the chemistry sample probe and reagent b probe. The fse performed proactive preventive maintenance activities and calibrated the glucose, magnesium, hdld, cholesterol, and triglyceride assays. The fse executed a 20 cup precision assessment which generated acceptable results. The repair was verified per established procedures. Although the instrument was repaired prior to returning it into service, a definitive root cause has not been determined for this event to date. Associated mdrs for this event are: 2050012-2011-03085, 2050012-2011-03071, 2050012-2011-03137.